Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving morphine ( 1 mg/ml at 0.374 mg/day) via an implanted pump. It was reported the patient had a MRI on (B)(6) 2020 and the patient didn't show up for pump check afterwards. The pump logs confirmed a motor stall occurred on the same day and on (B)(6) 2020 a message of "stop pump duration exceeded 48 hours." The logs showed a motor stall recovery occurred on (B)(6) 2020. The patient had no withdrawal symptoms and the pump wasn't alarming. Troubleshooting steps that were taken on the call resolved the issue.